Event description:
Following left heart catheterization and percutaneous transluminal coronary angioplasty with stent to the right coronary artery. This wire tip was removed with a snare. Pt left the cath. Lab in stable condition.